Manufacturer narrative:
(B)(4). The device was returned for evaluation on october 27, 2015; the device evaluation is not yet complete.

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap sigmoid resection pre-op diagnosis: diverticulitis according to the reporter: the surgeon and resident used the eea31 on the patient. Both tissue donuts were intact. They did the leak test and there were bubbles. They found an opening in the colon below the anastomosis. The surgeon and resident felt that this was created from dissection. They sutured the opening and performed a leak test again. There were still bubbles and a leak found along the staple line. They sutured this second leak. They then performed an ileostomy on the patient and will plan to come back at a later time to reverse the ileostomy. Current patient status: an unintended ileostomy. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc. : yes (explain-be specific): an unintended ileostomy. Was there any irreversible tissue damage as a result of this problem?: yes. How was the damage treated/corrected?: an ileostomy was performed. Unanticipated extension of the incision by more than one inch?: yes (if yes how much)?:ileostomy site. Was surgical time delayed by more than 30 minutes due to the product problem?: yes. If yes, did this delay in surgery affect the patient in any way such as extension of the hospital stay? Explain. Possible ã&#10659;194;¢ã¢â#194;¬ã¢â and 172;å"not sure at this time. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.):sutured the leak sites and did an ileostomy. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. For reports concerning surgical stapling devices, was another manufacturers reinforcement material used?: no in this incident, were any other manufacturers products used with the device that is the subject of this report?: no